Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. After the procedure, the patient was experiencing vision problems. The physician characterized it as a tiny acute infarct on magnetic resonance imaging (MRI). There was no further information provided at the time of this report.